Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The research article titled "transcatheter aortic valve replacement for aortic insufficiency in a patient with aortic root thrombus and left ventricular assist device: a risk worth taking?¿ was received. This study sought to describe a successful case of transcatheter aortic valve replacement (tavr) for acute onset aortic regurgitation in a supremely complicated patient that had a pre-existing aortic root thrombus. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, right heart failure, bleeding, renal failure, venous thromboembolism and arterial non-central nervous system (cns) thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and thromboembolism as potential late postimplant complications. Section 6 of the IFU, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU, under "right heart failure" discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected section d4, catalog number: corrected section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient initials, date of birth, and weight were requested but not provided. Section b3: date of event has been entered as the same as published date (jun 2023) since date of data collection was not provided. Section d4: device serial number was requested but was not provided. Article information: malhotra, a., dalia, t., zorn, g. L., shah, z., & vidic, a. (2023). Transcatheter aortic valve replacement for aortic insufficiency in a patient with aortic root thrombus and left ventricular assist device: a risk worth taking? Journal of cardiology cases. Https://doi.org/10.1016/j.jccase.2023.06.011 author information: department of internal medicine, university of kansas medical center, kansas city, ks, USA; department of cardiovascular medicine, university of kansas medical center, kansas city, ks, USA; department of cardiothoracic surgery, university of kansas medical center, kansas city, ks, USA. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article "transcatheter aortic valve replacement for aortic insufficiency in a patient with aortic root thrombus and left ventricular assist device: a risk worth taking?¿ that heartmate 3 (hm3) may be associated with arrhythmia, aortic insufficiency, right heart failure and heart failure exacerbation, bleeding, renal failure, and thrombus. This case study evaluated a 61-year-old with end-stage ischemic and non-ischemic cardiomyopathy, chronic atrial fibrillation, and a dual chamber implantable cardioverter-defibrillator (ICD) who was implanted with a hm3. The patient returned to the hospital two weeks post-implant with recurrent ventricular tachycardia that had resulted in ICD shocks. While hospitalized, the patient also experienced ventricular fibrillation, and cardiac arrest that required chest compressions and additional ICD shocks. A transthoracic echocardiogram (tte) was performed that showed severe right ventricular dysfunction, trace aortic insufficiency, and a suspicion for aortic root thrombus (art). A subsequent computerized tomography angiography (cta) scan confirmed art of the non-coronary cusp without obstruction of the right or left coronary artery ostium. The patient¿s international normalized ratio (inr) was noted to be therapeutic. The patient¿s hospital course was complicated by retroperitoneal bleeding that required coil embolization. The patient was discharged to a rehabilitation center on amiodarone, mexiletine, and warfarin. The patient presented to the hospital 3 months later with worsening dyspnea and cough, lower extremity edema, bilateral crackles, and a high jugular venous pressure. A tte was performed that revealed a progression to severe aortic insufficiency and worsening right ventricular dysfunction. A right heart catheterization was also performed; right atrium: 13 mmhg, right ventricle: 50/13 mmhg, pulmonary artery: 50/35mmhg, and pulmonary capillary wedge pressure: 26 mmhg, pulmonary artery saturation: 41 %, cardiac output/cardiac index: 2.9 l/min, and 1.3 l/min/m2. A transesophageal echocardiogram (tee) was also performed that showed persistent art above the non-coronary cusp of the aortic valve, without vegetation or aortic root abscess. Despite hemodynamically guided speed optimization, inotropic support, and diuresis, the patient continued to deteriorate with worsening symptoms and renal dysfunction. The patient was not a heart transplant candidate due to frailty; however, a decision was made for a transcatheter aortic valve replacement (tavr) to be performed. The tavr was successful, and the patient was discharged home after a speed optimization and an adjustment to their anticoagulation regimen. At a follow up four months later, a tte showed mild paravalvular aortic insufficiency and an improvement in right ventricular function. A follow up at 9 months had similar stable findings.